Event description:
Total needle disengagement during treatment, product spilled all over patient and physician. No patient or physician injury occurred. This event is being reported due to the possibility of a reportable injury occurring with a future incident.